Manufacturer narrative:
The operator loaded a fresh creatinine reagent cartridge without calibrating and running controls as required in the instructions for use. Laboratory practice contributed to error by fixing reagent on board instrument to disable on board limits to reagent use and the automatic requirement for calibration of new bottles of creatinine reagent. User error is the root cause of this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to obtaining an erroneously high serum creatinine (cre) result and an erroneously low calculated estimated glomerular filtration rate (egfr) result that were generated by the (B)(4) chemistry analyzer. The erroneous results were reported out of the laboratory. The patient sample was retested after proper calibration and amended reports were released within 20 hours. Ordering doctors were contacted and revised results were transmitted. The creatinine results provided by the customer are shown. It is unknown if patient treatment was affected in connection with this event.